Event description:
Customer received results of 560mg/dl and 273 mg/dl on the mobile system, and a result of 111 mg/dl on the performa system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips were not returned; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number 471401, expiration date 09/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Will not be returned to manufacturer.